Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient contacted her doctor, and was advised she does not have to wear the lifevest as she has a history of a nickel allergy. The patient's medical outcome is unknown. The patient discontinued use of the lifevest.